Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing pump supplies and resuming insulin therapy.